Event description:
It was reported that the patient¿s blood pressure increased when he turned on his device, so the patient turned off the device and did not use it. Diagnostic testing or troubleshooting performed included telemetries and impedance check on (B)(6) 2015. Impedance results indicated there were high, out-of-range impedance values greater than 10 ,000 ohms. In addition, the patient¿s blood pressure was checked before and after turning stimulation on; there was no significant change. The patient was scheduled to have the implantable neurostimulator (ins) removed on (B)(6) 2015 as surgical intervention because the generator site had recently become uncomfortable. The issue was not resolved and the patient¿s status was alive with no injury at the initial time of report. It was noted that the patient¿s pain pump provided adequate pain relief. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).